Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device did not work properly (buzzing noise and no coagulation). There was no pt consequence.

Manufacturer narrative:
Added add'l info. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: evidence of debris in threaded area, evidence of non-functionality, external damage to lcs/cs housing, external physical damage, and internal physical damage, no. Functional tests & results: blade not energize/cut correctly, lcs/cs jaw not open/close correctly, and lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was found to be functional. There were no anomalies noted with the device making a hissing noise or with the functionality of the blade. This inquiry was originally reported as an rpo (record purpose only). Mfg and engineering have been notified of the reported incident.